Event description:
It was reported during an implant attempt, difficulty positioning the right ventricular (rv) lead was encountered, and rv lead perforated the apex of the heart. Further information noted the stylet was being used at the time the perforation occurred. Both lead and stylet were withdrawn. An epicardial lead was selected and implanted uneventfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix/lobe mechanism. Evaluation summary: stylet analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.